Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got an increase in the stimulation where the implant was when using a bone growth stimulator. The patient also noticed urinary/fecal frequency which started 2 weeks ago (B)(6) 2018 but had gotten worse the past 2 nights. They had to wear diapers and had more accidents. When they stopped using bone growth stimulator, the issue was better. The patient also reported that they had a fusion back on (B)(6) 2018 and ¿everything seems wacky¿ since then. They confirmed the stimulation was on and did not turn the ins off during the fusion. The patient also mentioned they had pain as well ¿in the interstim location where the leads are¿. The patient was to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had an appointment with their hcp on (B)(6) 2019 at 11 am. The patient stated that the bone growth stimulator was prescribed by their neurosurgeon but it caused issues with their implant. As a step taken to resolve the issue, the patient tried to increase and decrease the level on their implanted device. They also had to wear diapers because of the unpredictable movements due to ¿wacky tingles, etc.¿. The patient stopped the bone growth stimulator but they still had some ¿wacky feelings¿. There were no further complications reported or anticipated.